Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4) the dentist reported that nearly 3 months after dental implant was installed in intraoral region 12#, its non-osseointegration was observed. 30ncm of primary stability was achieved, the patient presented bone type iii, immediate load and immediate implant procedures were performed and bone graft was executed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4). ¿ the dentist reported that nearly 3 months after dental implant was installed in intraoral region 12#, its non-osseointegration was observed. Thirty ncm of primary stability was achieved, the patient presented bone type iii, immediate load and immediate implant procedures were performed and bone graft was executed.